Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results will be submitted should the set be received for evaluation.

Event description:
The customer reported secondary medication appeared to flow back into the primary line. There was not patient harm or medical intervention required. Although requested, no additional patient or event information was provided.